Manufacturer narrative:
Upon secondary review it was determined this event is not reportable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are experiencing palpitations, which wake them up from their sleep. The ipg was reprogrammed and the rate response was adjusted. The ipg remains in use. No further patient complications have been reported as a result of this event.